Event description:
Boston scientific received information that this lead had dislodged and was removed. The physician implanted a longer lead, instead, for more stability. No complications were noted. No adverse pt effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The deformation of the outer coil occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.